Event description:
The pace-sense portion of this lead was capped due to noise on (B)(6) 2012. The pace-sense portion of this lead was replaced and the shock portion of this lead remains actively implanted. Should add'l info become available, this file will be updated. See scanned page.